Event description:
Complainant alleged that during on-site functional testing by a zoll medical tech, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.